Manufacturer narrative:
Vyaire file identification: (B)(4). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Device not return yet.

Event description:
It was reported to vyaire medical that the bellvista1000 us had alarm 379 no o2 dosing possible prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Device evaluation update: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was returned to vyaire medical. However, no exact root cause is determined as the issue is no longer reproducible/according to specs. Fa lab investigation found no performance issues. Vyaire medical received the suspect component, inspiration block for evaluation. Visual inspection of the unit under test (uut) found no indications of damage or misuse. Bellavista unit ventilation was cycled with default ventilation settings for 30 minutes (with o2 gas hose connected) and functioned as expected with no alarms or warning messages. Ventilation was then cycled for 1 hour with 70% o2 and then 100% o2 and functioned as expected with no alarms or warning messages. O2 calibration was performed again and passed without issue. Log file evaluation reveals that the defective o2 proportional valve was causing the alarm 379 (no o2 dosing possible).